Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
In the process of fixing the distal femoral resection guide to the patient, the gromets on the guide pushed through.

Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return was unsuccessful. The trend of complaints related to the disassociation of a number of these bushings, in correctly manufactured parts, has led to the initiation of corrective and preventative action. (B)(4) is currently underway to investigate this issue. Post market surveillance is per sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.